Manufacturer narrative:
Batch record review of lot b315 was performed. There were no nonconformances associated with this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. Service order: (B)(4). Feedback: field engineer cleaned up spilled blood, removed all panels and checked for blood. Performed system check out, calibrated load cells and pressure and check pump volumes. All test passed. The assessment is based on info available a the time of the investigation. The kit was rec'd and it was confirmed that a leak had occurred. Careful examination of the surface of the bowl base showed a think crack very close to the outermost diameter. The investigation has determined that the crack in the outer bowl base is located in the area of a sharp radius between the rim of the base and a recess for the bowl lip. This has been determined to be a potential root cause of the defect, the sharp radius is a cause for a stress riser at this location. The bowl radius has been increased to 0.007". This change was implemented via harmac (B)(4). Add'l investigation of the outer bowl base has identified presence of a flow line in the area where the crack occurred. An ongoing investigation has been initiated to identify root cause of the flow lines which can be a potential root cause of the bowl break, this will be tracked via (B)(4) and therakos (B)(4). Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break. Name and function of complainant: same as reported. Customer called to report a blood leak in the centrifuge chamber, customer states that the leak occurred around 600ml wbp and the patient access was immediately clamped off and the treatment was aborted. Customer states that there are two nurses treating the patient, one nurse installed the kit while the other nurse inspected the installation and nothing was found to be improperly seated. Customer stated that the centrifuge bowl was still intact, still seated on the bowl holder and the drive tube bearings were still clamped in both retainer clips, not very obvious where the blood leak is coming from. Customer states the leak detector in the centrifuge chamber does not seem to be damaged. Customer states the provider would like to know the estimated blood loss to determine what the patient may need, css assisted in calculating the blood loss. Service will be dispatched for instrument decontamination/inspection. Service order: (B)(4). Customer submitted photos and returned kit for investigation.